Event description:
Customer reported that the insulin pump battery went dead with no warning, and she received a failed battery test. Upon review of alarm history, there were a few bad battery and battery out limit alarms, but no failed battery test alarms. Customer was using a lithium battery and was advised to use an alkaline battery. Her blood glucose was 102 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents within specification. No unexpected failed battery or battery out limit alarms. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and reservoir tube cracked.